Event description:
It was reported that the user experienced a dexcom g7 sensor pairing failure with the ilet device after entering sensor code 9546, and was guided to re-enter the code and allow time for pairing; this aligns with an intermittent communication failure associated with the device¿s antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet system consistent with intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.